Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump did not prompt load set guide and confirmation" was reproduced when opening the door to load a set and the load set prompt was not available. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged lower auxiliary latch switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not prompt load set guide and confirmation. Powered off and turned pump on by opening the door and load set prompted but did not give three check marks when changed the load set and different position on tubing occurred during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.